Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D11 - femur cemented cruciate retaining (cr) standard left size 7 catalog#: 42502606201 lot#: 62431160, tibia cemented 5 degree stemmed left size d catalog#: 42532006701 lot#: 62471130, all poly patella cemented 29 mm diameter catalog#: 42540000029 lot#: 62346392. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent left total knee arthroplasty. Subsequently, patient was revised due to instability of the knee from articular surface cracking posteriorly, causing the femoral component to come into contact with the tibial tray.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: no product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown femoral. Unknown tibial tray. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was not released by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a total knee arthroplasty. Subsequently, revised due to instability of the knee from articular surface cracking posteriorly causing the femoral component to come into contact with the tibial tray. No additional information is available at this time.